Event description:
It was reported that pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully, which eventually led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging equipment and working outlet, and issue was resolved by using different wall adapter; customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, program settings and connect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label, and pump replacement was arranged by technical support.